Event description:
It was reported that this inflatable penile prosthesis (ipp) implant device was not inflating fully. A surgical procedure was performed during which the device was explanted. There were no patient complications reported.

Manufacturer narrative:
Model number/catalog number: 72404155, serial number: n/a, batch/lot number: 1100692534, model/catalog description: reservoir 65 ml pc/iz, unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of inflation issue is defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.